Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shafts temperature is -6.9°c points to insufficient thermal insulation of the needle; however the ice ball size is within the spec and was not compromised due to thermal insulation loss. The needle's shaft was bent upon return, therefore it was not possible to take the vacuum sleeve out of the shaft for vacuum loss investigation. Based on the investigation results, the customer complaint was verified. The root cause is possibly related to the standard vacuum sleeve thermal insulation loss or vacuum insulation loss due to shaft bending leading to the vacuum sleeve damage. The treatment was completed with no injury to the patient as the physician used saline and gauze to protect the patient's skin.

Event description:
During the first freeze of the cryoablation procedure, the physician noticed that frost was collecting on the shaft of the needle. The patient was protected using saline and gauze. The case was completed with no injury to the patient.